Event description:
Mandatory medwatch received from the customer reporting an over-delivery of dilaudid while the pump was in use. The report states, "pt on pca pump set for dilaudid at .3 mg/pca dose, with tubing connected to ash catheter. Pt taken to dialysis where the pca tubing was connected to the arterial port of the dialysis circuit resulting in a negative pressure in the pca tubing. The negative pressure resulted in an over-delivery of dilaudid. Pt was administered narcan and made a full recovery". The customer was contacted for further info. It was reported that the pump was programmed in the pca only mode to deliver dilaudid 1.0 mg/ml with a .3m pca dose, 10-min pt lockout, unknown 4-hour limit. This was the pt's first hemodialysis treatment while the pump was in use. After initiating the hemodialysis treatment, the pca tubing was attached to the venous port of the bloodline. When the pt was given two antibiotics, vancomycin and gentamycin of unknown concentrations during the treatment, the pca tubing was switched to the arterial port of the bloodline. It was reported after the pca tubing was switched, it caused a negative pressure in the pca tubing, resulting in the medications being "drawn out of the vial". There were several reported audible alarms. The pt was found unresponsive 4 mins later. It was reported that 20mg of dilaudid had been given. The pt received two doses of narcan 0.4mg, and was transferred to the ccu. The pt was discharged from the hospital fully recovered. Though requested, no further info was received.